Event description:
Patient was implanted with perigee on (B) (6) 2007. On (B) (6) 2009, the physician reported urinary incontinence-de novo stress, worsening overflow- urge urinary incontinence. The physician determined the event is related to the device and the procedure.

Manufacturer narrative:
The IFU does not list incontinence as a potential complication. Occurrence rate for incontinence is consistent with ams risk management documentation. The device was not explanted.